Manufacturer narrative:
The t:slim g4 user guide states, "only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Customer resolved the issue by adjusting the infusion tubing or changing out the tubing. Customer reported using apidra insulin. There was no impact to the customer's blood glucose. System check was performed with tandem technical support and the pump performed as intended. Customer was aware that apidra is contraindicated for use with the pump but did not encounter issues "most of the time."